Event description:
No blood return after device catheter and device were placed into pt. Device catheter had no sign of any kinks and a second device catheter was placed in the same position as first. The second device catheter functioned properly.